Event description:
Information was received from an international distributor that their customer reported the ventilator had exhibited an odor of overheating during use. It is unknown if the device alarmed during this alleged condition, however, there was no reported patient harm. The distributor performed evaluation of the ventilator and reported the device would not power on. The distributor reported the power supply snubber pcb had evidence of overheating which appeared to have damaged the power supply. The distributor's service engineer replaced the power supply to correct the reported problem.